Event description:
Dr (B)(6) reported injecting a female pt with 1.5 cc radiesse syringe into cheeks for augmentation. A day after the injections, the pt developed a "horrific" rash and redness on the left cheek. Dr (B)(6) treated the pt for shingles and cellulitis with oral bactrim, atarax and famvir, doses, frequencies and durations were not provided. On (B)(6) 2013, during a medical consultation with merz's consulting physician, dr (B)(6) and dr (B)(6) reviewed pt's photos now 6 days after injection. The pt appears to have a mild vascular event in the distribution of the left infraorbital artery. There are also some other lesions on the left jawline and right upper lip near the commissure that could not be clearly diagnosed from photos. Dr (B)(6) was advised to keep the pt on antibiotics and antivirals and to monitor closely for worsening of the appearance of the areas. It appears that the pt will heal without scarring. They also reviewed the way to avoid future embolic events. On (B)(6) 2013, dr (B)(6) stated the pt was diagnosed with mild vascular occlusion, necrosis, shingles and cellulitis. The necrosis involves a small area on left cheek that is healing and does not require hyperbaric oxygen therapy. Per dr (B)(6), the pt is doing better. Update on pt's recovery status was requested, but not rec'd.

Manufacturer narrative:
The device history records for the radiesse lot were not reviewed as the lot number was unk.